Event description:
It was reported that balloon rupture occurred. The patient was presented with peripheral arterial disease and underwent percutaneous transluminal angioplasty. The target lesion was located in severely calcified superficial femoral artery. After the non-boston scientific (bsc) guidewire crossed the lesion, a 6.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a non-bsc balloon catheter. Subsequently, an eluvia stent was then advanced and implanted. There were no patient complications and injuries reported.